Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the left common femoral artery. It was reported that vessel access was difficult and more than on puncture site was present, which is identified on the instructions for use individualization of treatment section. Following device deployment, the pt experienced pain, hypotension and a rebleed. A retroperitoneal bleed was confirmed via CT scan. Treatment consisted of surgical intervention and was successful. No further complications were reported.